Event description:
Complainant alleged that during facility staff training the device displayed a "defib fault 79" message. Complainant indicated that there was no pt involvement in the reported malfunction.